Event description:
The performance data was reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. External visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test results was performed and failed due to audio test: serial number verification. An alarm/alert manual test was performed and failed. A speaker/vibrator resistance measured was performed and passed. An internal visual inspection was performed and failed due to assembly error. Picture was taken. The performance data was reviewed finding errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.